Event description:
It was reported that prior to use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, air bubbles were observed in the gel of an unspecified number of tubes. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 31 samples and 1 photo for investigation. The photo and returns were reviewed and the indicated failure mode of gel air bubbles was observed. This is a cosmetic defect which should not impact the efficacy of the tube. Additionally, the 194 retention samples from bd inventory, were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.